Event description:
It was reported that a reconstitution device leaked through the seal, where the connection was. The reporter stated that the connection did not seem to fit properly. This occurred while medications were being mixed, and resulted in antibiotic solution leaking onto the hands of the operator. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.